Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they couldn't do anything with the emailed documents on the night of the report since they had their surgery today. It was indicated that there were symptoms, but no further information was provided. There were no further complications reported as a result of this event. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.